Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified middle of right coronary artery. Pre-dilatation was performed with a 2.0x15mm non-bsc balloon catheter. A 12 x 2.25mm promus premier¿ stent was selected to treat the target lesion; however the device was unable to cross the target lesion. The device was pushed forcibly several times but the device still failed to cross the lesion. When the device was removed from the patient, a part of the strut on the distal edge of the stent was found to be lifted. Plain old balloon angioplasty (poba) was performed using a 2.0x15mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.